Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review for lot 46384ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 46384ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 46384ud00. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 46384ud00, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a patient sample. The following data was provided. All specimens are from the same patient but have different sample ID¿s (customer¿s reference range 26.2 pg/ml): 21apr2023 sample ID (B)(6) initial result =25.50 pg/ml, repeat = na, 1:10 dilution = < 100.0 pg/ml, 22apr2023 result = na, repeat = 25.70 pg/ml. 26apr2023 sample ID (B)(6) initial = na, repeat = na, na, 1:10 dilution = < 100.0 pg/ml. Sample ID (B)(6) plasma sample; initial result = na, repeat = na, repeat on a new instrument (isr05979) = 28.30 pg/ml. Sample ID (B)(6) plasma sample; initial result on isr55546 = 63.90 pg/ml, repeat = 26.30 pg/ml. The customer observed that several samples were unable to generate results to due error code ¿1011: unable to process measurement item(s). Foreground read value error.¿ no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a patient sample. The following data was provided. All specimens are from the same patient but have different sample ID¿s (customer¿s reference range 26.2 pg/ml): (B)(6) 2023 sample ID (B)(6) initial result =25.50 pg/ml, repeat = na, 1:10 dilution = < 100.0 pg/ml, (B)(6) 2023 result = na, repeat = 25.70 pg/ml. (B)(6) 2023 sample ID (B)(6) initial = na, repeat = na, na, 1:10 dilution = < 100.0 pg/ml. Sample ID (B)(6) plasma sample; initial result = na, repeat = na, repeat on a new instrument (isr05979) = 28.30 pg/ml. Sample ID (B)(6) plasma sample; initial result on isr55546 = 63.90 pg/ml, repeat = 26.30 pg/ml. The customer observed that several samples were unable to generate results to due error code ¿1011: unable to process measurement item(s). Foreground read value error.¿ no impact to patient management was reported.